Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional followup: what firing did this occur on? First. Were there any changes in the patient's post operative course? No. Has the surgeon and staff been inserviced on the device? Yes. How much blood was lost? Not sure. Was a transfusion required? No. How long has the surgeon been using the device? 2 years. Was this an emergency or scheduled procedure? Not sure. How was it confirmed that the cartridge was loaded correctly? Nurses heard it click into place. What color cartridge was being used? Blue and is included in the return. Were any staples deployed? Yes, a few. How is the patient currently? Not sure. Is the patient expected to have a full recovery? Yes.

Manufacturer narrative:
(B)(4). Incomplete-interrupted firing. The analysis results found that the ats45 device was received in good visual condition and with a reload in the device. Furthermore, the cartridge metal pan was noted to have scratches on the bottom. The scratches were straight and running parallel to the bottom with respect to the cartridge and parallel in respect to the device channel (metal lower jaw component that holds the cartridge in place). The scratches on the cartridge metal pan and the information provided in the event description are consistent with an improper loading of the cartridge into the device. When the cartridge is not loaded completely that is the cartridge stops are not in the cartridge reload alignment slot, at firing the reload will eject forward and some staples will deploy (fire out). Per instructions for use insert the new reload by sliding it against the bottom of the cartridge jaw until it stops in the reload alignment slot. Snap the reload securely in place. A test reload was loaded into the device using the steps on the instructions for use and the reload was loaded completely without any difficulty noted. The returned device was tested for functionality with the test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reload was loaded completely and without any difficulties and did not eject out of the device.

Event description:
It was reported that during a lap appendectomy procedure, the reload came out of the gun and did not staple the appendectomy. The doctor had to open the patient to control bleeding. Moved to an open procedure to complete.